Manufacturer narrative:
Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), product ID: 977d260, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with a wireless external neurostimulator (wens) for an unknown indication for use. It was reported that the rep reported getting four to five electrodes on each lead that were out during the connectivity check. It was reported that the healthcare provider (hcp) tried wiping down the lead and then reinserting it. However, when the rep checked the impedances again everything was still out, although they stated that some gave them ¿orange¿. The hcp then proceeded to move the needle, but things were the same. The rep stated that the hcp then replaced the wens and they had the same impedance issue. The hcp then replaced the lead and the connectivity was then great and the impedances were within limit. It was discussed the potential for temporary high impedances when there is a loss of resistance used with air, as well as sterile water. It was reviewed with the rep that it was not unusual to encounter temporary high impedances due to air. If the hcp knows that the lead placement was good, then they could choose to leave the lead as is, but it was up to them to replace the equipment at this point. Technical services also suggested running the patient¿s stimulation for some time to see if stimulation would drive down the impedances. No symptoms were reported. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that the cause of the impedance issue was not determined. It is possible that there was an air bubble in the epidural space. The rep stated that after the leads and wens were replaced, the impedances were found to be within normal limits for all electrodes. The issue was resolved and confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the leads vaiubgx039 and vaiusq7035 was done and no anomalies were identified. The leads passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.